Event description:
An initial MDR regarding this case was filed 11-sep-2024 (report number: 3016798778-2024-00050). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(6) (paired with pump (B)(6) show that on the date of the complaint, the system generated cassette problem alarms. During investigation, a test delivery could not be completed as the system generated a cassette problem alarm each time a test delivery was attempted. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the alarms . Logs from remote (B)(6) (paired with pump (B)(6) show on the date of the complaint, the system generated a cassette depleted and a pump error alarm. During investigation the pump was able to run a successful test delivery without any issues. The pump was disassembled, and evidence of fluid ingress was observed to be the cause of the alarms. No cassettes were returned, so the cause of the fluid ingress into the pumps cannot be determined. Both systems functioned within specification as they alarmed accurately and entered failsafe states after alarming.

Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 13-aug-2024 and forwarded to millyard advanced medical products, llc on 14-aug-2024. The patient reported both pumps failed, they lost a remote, and they were heading to the hospital to await the arrival of couriered replacement pumps and supplies. It is unknown if troubleshooting was attempted. The patient reported being asymptomatic. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.